Manufacturer narrative:
The insulin pump was received with no button response due to unlocked keypad traces. Analysis was unable to verify for battery warning or perform functional check including rewind and basic occlusion, occlusion, prime, excessive no delivery, displacement, self test, unexpected restart test and all operating current measurement due to no button response. The insulin pump was received with minor scratched display window, cracked reservoir tube lip and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump was dropped. The customer stated that the insulin pump had a battery alert and they could not program the time. The customer's blood glucose was 166 mg/dl at the time of incident. The customer stated that the insulin pump had crack on the battery compartment. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.